Event description:
Ous MDR - after an implantation time of about 27 months interfering far field signals were reported. This right-ventricular lead and the OEM atrial lead were explanted. No worsening of the patient's health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead with a length of 11 cm was returned for analysis. The distal lead fragment, including the rv shock lead and the tip electrode, were not available for analysis. The returned fragment was checked visually, mechanically, and electrically it is likely that the lead was cut through during the explantation. Aside from the existing cutting of the lead, no damage was noted. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.